Event description:
A customer reported a low reading with the adc device. The customer reported an unspecified low sensor reading, and the customer experienced a loss of consciousness. There was no report of treatment and no further details were provided. There was no report of death or permanent injury associated with this event. A readings comparison of 'lo' (< 40 mg/dl) with the sensor against 329 mg/dl and 321 mg/dl with the reader's built-in meter was provided. The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Section d4 (serial number) was updated from (B)(6) based on returned product download. Section h4 (device mfg date) was updated from 1/5/2023 to 12/18/2022 based on returned product download. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading with the adc device. The customer reported an unspecified low sensor reading, and the customer experienced a loss of consciousness. There was no report of treatment and no further details were provided. There was no report of death or permanent injury associated with this event. A readings comparison of 'lo' (< 40 mg/dl) with the sensor against 329 mg/dl and 321 mg/dl with the reader's built-in meter was provided. The results when plotted on a parkes error grid fall into the "d" zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.